Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte 24ga x 0.75in bent during use. The following information was provided by the initial reporter, translated from spanish to english: the patient is punctured, catheter and mandrel are at the same time because if the mandrel is removed and the catheter is advanced, it bends and does not advance further, losing venous access if the needle is inserted to return to the vein, it bends.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte 24ga x 0.75in bent during use. The following information was provided by the initial reporter, translated from spanish to english: the patient is punctured, catheter and mandrel are at the same time because if the mandrel is removed and the catheter is advanced, it bends and does not advance further, losing venous access if the needle is inserted to return to the vein, it bends.